Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), post transfemoral placement of the 29mm sapien 3, it was seen that the e-sheath tip was torn/split. No vessel injury occurred and the patient is doing okay.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. The returned sheath was visually inspected for any abnormalities. There was a kink approximately 8.25¿ from the distal tip, as well as a tear at the sheath distal tip. The sheath tip did not expand along the score line as designed. There were also light scratches present on sheath shaft. No other abnormalities were observed. The sheath liner expanded normally. No relevant dimensional testing could be performed to identify a potential manufacturing non-conformance. The complaint was confirmed through visual inspection of the returned device. No relevant functional testing could be performed due to the damaged condition of the returned device (sheath distal tip tear). Potentially contributing work orders, including the relevant assemblies/components related to the reported issue were reviewed and did not reveal any manufacturing related issues that could have contributed to the reported event. A review of complaint history from september 2015 to august 2016 for the edwards expandable introducer sheath set (all models) revealed other relevant complaints for ¿sheath distal tip ¿ torn.¿ a review of the complaint history revealed that the occurrence rates did not exceed the august 2016 control limits for the trend category of ¿damaged¿. No IFU/ training deficiencies were identified. During manufacturing, the esheath shafts were 100% inspected by manufacturing and quality. The shaft od dimension, the tip ID dimension, and distal tip length are measured, as well as visual shaft inspection. After sterilization, sheath expansion testing was performed on finished devices from the work order under a sampling basis during product verification testing. From the tested samples, the expander insertion force for the work order was calculated to have an upper tolerance limit that was accepted as it was below the required maximum. Further, samples were inspected after the expansion test to ensure that no fragments separated from the sheath tip. All tested samples passed this visual inspection. The complaint was confirmed through visual inspection of the returned device during engineering evaluation. It was observed that the vertical score on the hdpe ID of the sheath tip was present on the returned device. However, distal tip tearing was previously investigated as part of a CAPA. Engineering studies confirmed that the likely root cause of radial tears in the esheath distal tip is insufficient/improper ID scoring at the distal tip during the distal tip scoring process. Therefore, it is likely that a manufacturing issue (insufficient/improper ID scoring at the distal tip) contributed to the complaint. It is important to note that the tip tear did not result in separation of any material and distal tip embolization was not reported in the complaint event. Per the cer, there were no adverse effects to the patient as a result of the complaint event. Due to a previously identified manufacturing non-conformance for this issue, a pra was initiated for risk assessment, and corrective actions was implemented through a CAPA. As part of the corrective actions, the distal tip scoring process was updated. As part of the corrective actions, the distal tip scoring process was updated in and released. Further, awareness training was performed in response to additional complaints for devices which were built after the distal tip scoring process update. The scoring operation of the affected lot was completed after the implementation of the process update as a corrective action and subsequent awareness training. This is the first device with a confirmed occurrence of distal tip torn since the awareness training was performed. An additional training was performed. No further activity required at this time. The complaint for sheath distal tip torn was confirmed but it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, since a manufacturing non-conformance could not be excluded as a potential root cause, awareness training was performed. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the august 2016 control limits for this trend category. Therefore, no further action is required at this time.